Event description:
No new information reported by the customer.

Manufacturer narrative:
The supplemental is being filed to correct h11 as the previous information was entered in error (d15)..

Manufacturer narrative:
The device was not returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the complaint was not confirmed as the product was not returned. The most probable cause of this complaint is d15 - cause not established, the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited the front panel light extinguishment due to a printed circuit board failure is a failure of the pipeline pressure sensor mounted on the printed circuit board there was no patient involvement.